Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual inspection revealed that the ball seal impeded the insertion of the lead. The lead frame wires were broken at the header feed through. The ipg was functionally tested and passed communication testing with the pt programmer. The ipg failed the initial auto testing. After repairing the ipg's lead frame wires, the ipg was retested and passed. Conclusion: the claim regarding insufficient stimulation was confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt did not receive enough stimulation on both leads. The leads were tested in the operating room with a multiprogram trial stimulator and a rapid programmer and were able to achieve satisfactory stimulation. The md replaced the ipg and re-used the pt's leads. The pt received good stimulation.